Event description:
On jan 17, 2008 at 2:28pm, the lay-user/reporter contacted the lifescan (lfs) on behalf of the lay-user/pt alleging, that the one touch basic meter is giving inaccurate erratic readings. At an unspecified date and time, the pt reported blood glucose results of " 40 and 160 mg/dl" with a life scan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20mg/dl. The pt did not take any action in regards to diabetes treatment. In 2008, at 10 am, the pt was admitted into the hosp where she was tested at "500mg/dl" on a hosp meter and was treated for 8 days with lantus and humalog injection. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, lfs meter readings, food intake, and diabetes medication regimen prior to the hosp visit, and recent changes to diabetes medication regimen/testing frequency. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the puncture area was cleaned appropriately, the testing technique is correct, the test strip were in good condition and within the discard date, the blood samples were from approved testing sites, the reported meter readings were confirmed in the meter's memory, and the meter was coded accordingly. This complaint is being reported because the pt alleges she obtained inaccurately erratic readings on the lfs product and afterward was admitted to the hosp and treated for hyperglycemia with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has no yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.